Manufacturer narrative:
Siemens has completed the investigation: a definitive root cause for the observed differences between the two separately drawn samples is unknown. The investigative review does not indicate performance issues with any of the individual sensors. On the day of the escalation, there were no reported calibration d2 and/or d3 drift errors for any of the parameters in question. A review of the various sensor response curves showed nothing unusual for both systems. Literature from professional sources have various opinions on the utility of an earlobe sample in the assessment of blood. Many suggest that the values may be useful except for po2, or oxygenation, as the capillary sample may not fully represent the po2 (and consequently pco2 and ph) status as compared to a sample taken from an artery. Capillary blood sample may underestimate arterial values (gases, and ultimately ph). Factors that can affect the capillary sample may be the prewarming/dilution time and conditions of reduced capillary flow and low tissue perfusion due to hemodynamic instability. Pre-analytical sample handling can also impact observed k+ values. The capillary earlobe specimen indicates a higher k+ value compared to the arterial sample. A sample taken from the earlobe using a capillary device can lead to higher k+ values due to hemolysis in cases where the earlobe may be squeezed to encourage adequate blood flow and volume.

Manufacturer narrative:
Siemens has requested data files for investigation which have been received. The customer stated they replaced the cartridge, and they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant po2, and potassium results on an rp 500 when compared to another rp 500. There is no report of injury due to this event.